Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event while using the ilet with a dexcom g7 sensor, during which a ¿low¿ reading was followed by a brief sensor issue message on both the ilet and g7 applications; the user later applied a new sensor and reported normal operation, and they had previously confirmed glucometer readings were consistent with dexcom values. Symptoms included hypoglycemia without loss of consciousness or other immediate effects. Outcomes included self-treatment with oral glucose and no need for professional medical intervention or assistance. Investigation included user troubleshooting and education, with referral to the cgm manufacturer for sensor-related assessment. Investigation of this case revealed no confirmed ilet malfunction and pointed to an unclear cause of hypoglycemia associated with transient cgm sensor issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear.